Event description:
Our rep is reporting the following: during a rotator cuff repair a portion of the tip of an expressew iii needle broke off into the body; not known if the fragment was retrieved from the body or not. They were deploying the needle using an expressew iii gun w/o hook and #2 orthocord suture. Not known on what pass the needle broke. 15 minutes were added onto the surgery time and they used another needle to complete the procedure and are reporting no patient consequences. The surgeon thinks that the applier gun was not working properly and may have contributed to the needle breakage. Also see associated MDR 1221934-2013-00332.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
About 75 days have passed since this issue was reported to (B)(4), and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the (B)(4) complaints system revealed one other similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.